Manufacturer narrative:
D4: primary unique device identifier (UDI)#: (B)(4). (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.